Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during an unknown stage of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the reported problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.